Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(6) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "contrast" key intermittently responds. The keypad was removed and contamination was noted under all key contacts.

Event description:
The patient contacted animas on (B)(4) 2012, stating the ok keypad button was intermittently unresponsive for four to five months. It was reported that the up arrow button was worn. The keypad was reportedly intact and the pump was not exposed to water. The patient denied any trauma to the pump. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.